Event description:
A biomed reported that a nurse used the incorrect tubing on a pca module and he wanted to know if it could have free flowed to the pt since the tubing used did not have an anti-siphon valve. The pt was receiving pca medication while on a comfort care regimen, as they were expected to expire soon due to a terminal illness. The nurse reported that she did not suspect any malfunction of the device however she had been suspicious that a possible free flow situation could have occurred since they found fluids on the floor around the end of the disconnected pca tubing after the pt had expired. The nurse had disconnected the tubing, turned off the device, and left the tubing hanging off of the device. The biomed has requested an event log review to see what was programmed and delivered and if the syringe had been removed from the device while in use. The biomed stated that no further patient/event info is available.

Manufacturer narrative:
(B)(4) - device not received, log review only. The data set and pca event logs have been received. Receipt of pc unit event logs is still pending. A follow up report will be submitted with results of the investigation once the evaluation has been completed.